Event description:
Caller reported potential false positive troponin I (tni) results on triage cardioprofiler vs. Vista. Patient's initial complaint was chest pain. The tni result on the triage was positive when compared to the vista result. No further information on patient, patient history or patient medication was provided. Technical support has contacted customer to obtain further information but none has been received as of the date of this report.

Manufacturer narrative:
Investigation pending.